Event description:
It was reported that revision surgery was performed to remove all hip devices due to lack of osseointegration of the acetabular cup. The primary surgery was performed in 2008, acetabular cup exchange was performed in 2010. All devices were removed in 2011.

Manufacturer narrative:
This event was reported to smith & nephew under FDA medwatch report number (B)(4).